Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.' It was reported that the patient removed the sensor without having the transmitter attaced. Dexcom labeling indicates: do not remove the transmitter before removing the sensor pod from your body.

Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient reported a detached sensor wire. Based on visual inspection, testing concluded that the sensor wire with (B)(4) is detached from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was detached from the sensor pod and seal carrier. The root cause could not be determined.